Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation caused by the lifevest. The irritation was described as a cut underneath the patient's breasts that bled. There is no allegation of a device malfunction. Follow-up indicated that the patient was diagnosed with shingles on her back and underneath her breast and was advised to remove the lifevest. The current medical condition of the cut is unknown.